Event description:
It was reported that during inspection, after turning on the power, the cs300 intra-aortic balloon pump (iabp) gave an internal test error of "electric error # 4" message and could not be started. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. To fix the issue, the fse replaced the datasets and main board. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information: e1(event site postal code:(B)(6). It was reported that during inspection, after turning on the power, the cs300 intra-aortic balloon pump (iabp) gave an internal test error of "electric error #4" message and could not be started. There was no patient involvement, and no adverse event reported. A getinge field safety engineer (fse) was dispatched to evaluate the unit. The fse replaced the pcb,iabp main board and assembly iab datasette cs300 and assembly dss datasette cs300 to resolve the issue. The national repair center installed the main board into the cs300 test fixture and tested the main board as per the cs300 service manual part number 0070-00-0689 revision v. The nrc was able to verified the failure of the main board. No power up. Sending the main board to the supplier for failure analysis per procedure 0002-07-d008 rev aj. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined. The national repair center installed the datasette into the cs300 test fixture and tested the datasette as per the cs300 service manual part number 0070-00-0689 revision v. The nrc was unable to verified the failure of the datasette. No power up. Sending the datasette to the supplier for failure analysis per procedure 0002-07-d008 rev aj. The national repair center installed the datasette into the cs300 test fixture and tested the datasette as per the cs300 service manual part number 0070-00-0689 revision v. The nrc was unable to verified the failure of the datasette. No power up. Sending the datasette to the supplier for failure analysis per procedure 0002-07-d008 rev aj. The following parts are no longer going back to supplier for further investigation. The final investigation completed by fat dept. Retaining these following parts in the fat dept. As per procedure 0002-07-d008 rev aq. Main board, datasette, dss, datasette, iabp. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.